Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized twice due to diabetic ketoacidosis. The customer¿s blood glucose level was unknown. The customer also stated that a week ago he had a series of non-delivery alerts. The customer also reported that there was a problem with the piston that was not working correctly. The insulin pump will not be returned for analysis.